Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will perform a clinical review of this event to determine device contribution to the patient's reported outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not detect the paddles. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient involved with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the issue was logged in the device's memory. Device logs review shows that the device was powered on and placed in advisory mode monitoring by pressing the lead button, with the lead view set to lead ii. The device was then switched to manual mode by pressing the energy up button and confirming the prompt, with the lead view remaining lead ii. The charge button was pressed and the device began charging. During this process, the lead button was pressed twice with no effect, as lead selection is disabled while charging. The stored charge was then dumped by pressing the speed dial button. Following this, the lead button was pressed four times, cycling the display through lead ii, spo2, and co2 views. The home button was then pressed and the device was powered down. The cause of the reported issue was determined to be use error. Stryker performed a clinical review of this event and found there is insufficient data within the file to determine the impact of device use on the patient's reported outcome.

Event description:
The customer contacted stryker to report that their device did not detect the paddles. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient involved with the reported event did not survive.